Event description:
Customer reports an over infusion of solumedrol. Patient received a bolus of solumedrol followed 45 minutes later by a continuous infusion to run at 11 ml/hr for 23 hours. The user reported that 1 hour and 10 min after starting the infusion, the patient complained of nausea and observed that 30 ml of fluid remained in the IV bag (initial volume in bag unknown). The pt's nausea resolved without any medical intervention and no side effects were observed. The pt recovered with no ill effects. Incidentally, the nurse observed a puddle of fluid on the floor. Origin of puddle unknown and not provided by customer. Investigation: review of the device log showed that the over infusion was a result of a programming error. The log indicates that at 12:10 pm the user programmed the infusion to run at 380 ml/hr with the vtbi set at 250 ml. At 12:55 pm the module alarmed for infusion complete, the module was paused and subsequently turned off. Data from the event log could not confirm the drug in use at the time was solumedrol because the infusion was programmed in the basic infusion mode outside of the drug data set and guardrails protection.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.